Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: android / android_galaxy s21 5g / 2.8 / android 16.

Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.